Event description:
Healthcare professional reported a right side ¿explant and replacement due to right side device rupture¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: stress marks observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side ¿explant and replacement due to right side device rupture¿. Device has been explanted and replaced.